Event description:
It was reported that the cartridge was damaged at the t:lock/luer lock, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Customer's blood glucose level was 533 mg/dl. The elevated bg was addressed by a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.